Manufacturer narrative:
The customer collects the samples in plastic bd lithium heparin tubes with gel and centrifuged at >5000 rpm for >5 minutes. System checks were performed on (B)(4) 2008 and (B)(4) 2008 and resulted within specifications. Service was not dispatched for this event. The customer sent the patient's samples to customer product line support (cpls) for further testing. Cpls testing concluded the root cause for the elevated accutni results for the patient is a heterophile-like interferent related to alkaline phosphatase. This reportable event was identified during a retrospective review of complaints within the date range of (B)(4) 2010 - (B)(4) 2010 for additional reportable events.

Event description:
A customer contacted beckman coulter inc., (bci) in regards to obtaining elevated troponin (accutni) results, above the acute myocardial infarction (ami) cut-off, on two (2) samples from one (1) patient that were generated on the unicel dxi 800 access immunoassay system. The erroneous results were reported out of the laboratory. The patient underwent a heart catheterization procedure due to the elevated accutni results which revealed no abnormalities.